Event description:
It was reported that when the device was used during a hemorrhoidectomy, the device cut but laid an incomplete staple line. Device created the formation of a hematoma submucosa in the lateral section of bowel and areas of bruising of the mucosa where the device was fired. The patient developed numbness the first postoperative week with fecal impaction.